Event description:
Customer reports tegaderm 1626w is applied to catheter insertion sites. Reports approximately 10-15 pt over the last 8 months experienced bright red erythema and blisters. States no change in protocol. Reports approximately 8 pts required either antibiotics or delay in therapy due to reaction. States no individual or additional pt info available.

Manufacturer narrative:
Device not provided to MFR for evaluation. Complaint type is being monitored and analyzed. Customer did not have info related to date of event. Stated events occurred over the past 8 months. Customer reported lot number from current stock. States they are unsure if lot is associated with all patients.